Event description:
Information received by medtronic indicated that the insulin pump's buttons were less responsive and harder to press. Sometimes, the buttons needed to be pressed twice to work. No harm requiring medical intervention was reported. Troubleshooting was not performed; however, it was unknown if the customer will discontinue the use of the device or not. The product will not be returned for analysis.